Manufacturer narrative:
Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "inflammation/irritation" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with juvederm® volift® xc in the lips and marionette lines and juvederm® voluma¿ xc in the cheeks. Approximately two months later, the patient reported "slight swelling" to the upper lip. The next day, the patient's lips feel swollen and has a small lump at the right commissure. The physician prescribed the patient antihistamines and prednisolone (50mg/day) for 5-7 days. The physician check in with the patient 6 days later and the swelling had significantly reduced, but the lump to the right marionette line remained and a second lump was forming at the left marionette line. The physician then placed the patient on a reducing regime of prednisolone. Two days later the patient went to the emergency department for bilateral periorbital swelling. The patient was discharged with prednisolone (50mg for 3 days, 12.5mg for 2 days and 5mg 2 days). The physician checked in with the patient who additionally reported "mild erythema and warmth to left eye." The physician then prescribed the patient cephalexin (500mg) and to use a cool compress. The physician will hyalase® the area in a few days once the swelling subsides. The events are ongoing.